Event description:
It was reported that after the fsca d.00 update, the cardiosave intra-aortic balloon pump (iabp) unit's network settings were reset and have to be readjusted for it to connect to the philips intellivue monitoring system and epic emr system. There was no patient involvement reported.

Manufacturer narrative:
Event site postal code (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit facing ¿ethernet related malfunction¿. Customer requested to verify the network connectivity for cardiosave with software d.00. A getinge field service engineer (fse) inspected and discussed with philips on the version d compatibility with intellivue ec10 and 80. All units configured for use. Unit cleared for clinical use. Patient involvement was not there, no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after the fsca d.00 update, the cardiosave intra-aortic balloon pump (iabp) unit's network settings were reset and have to be readjusted for it to connect to the philips intellivue monitoring system and epic emr system.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.